Event description:
It was reported that the patient underwent a fusion procedure at using rhbmp-2/acs or puregen on (B)(6) 2009 the procedure was started and (B)(6) 2009 the procedure was completed. Patient was informed procedure would be more than one due to the patient's age. Following the surgery, patient's pain became worse. (B)(6) 2009, the patient underwent a cervical fusion surgery. In 2012, the patient was informed that she had a broken rod in her spine and she would require an additional surgery. In (B)(6) 2012, a fourth surgery was performed. Post surgery, the patient has had a increase in pain. She must use a cane or wheelchair.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.